Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, false asystole events) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was corrosion on component c731 on the distribution node pca. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and false asystole events.